Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately post cryo ablation procedure, during compression hemostasis treatment, the patient complained of discomfort and their blood pressure declined. Additionally, a pericardial effusion was confirmed via cardiac echo. It was noted that the pericardial effusion progressed to a cardiac tamponade. Drainage was subsequently performed, and a significant amount of blood was aspirated. Patient's blood pressure then recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 8 applications were performed with a balloon catheter on the date of the event with no issues. In conclusion, the reported clinical issues were not confirmed thorough data analysis. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.